Event description:
It was reported that patient had a large weight decrease and had been experiencing pain at the implantable neurostimulator (ins) site. The patient had pain patterns that changed that were no longer affected by stimulation and requested the ins and leads be removed due to pocket tenderness. The patient was therapeutic with physical therapy and medications. The explant was discussed with the healthcare provider (hcp) and the patient did not want a pocket revision. Impedance testing and reprogramming was performed. The device continued to function properly without any abnormal readings. There was no alleged product issue. The system was explanted on (B)(6) 2014. At the time of the report, the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was doing well after the revision. The patient had a follow up with the doctor 2 weeks after the removal and had less site pain.